Event description:
It was reported the bd safetyglide¿ syringe, had a broken damaged barrel. The following information was provided by the initial reporter. The customer stated: "broken syringe body (near to the needle)."

Manufacturer narrative:
H6: investigation summary: customer returned two images of a safety glide syringe. The syringe has had a section of its barrel break off. This section starts at the distal tip of the barrel, traveling directly up the length of the syringe. The break covers a limited width of the syringe. At the base of the breakage, the split continues upwards, but not the entire area of the barrel has split off. A review of the device history record was completed for batch# 8324850. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of the barrel of the safety guide syringe being broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd safetyglide¿ syringe, had a broken damaged barrel. The following information was provided by the initial reporter. The customer stated: "broken syringe body (near to the needle)".